Manufacturer narrative:
Complaint not confirmed. Upon visual inspection, no problems were noted with the devices. Only inserters for the devices were received.

Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an (4) ar-8825bc biocomposite pushlock were being used in a procedure. Two of the four broke when threading the tapes through the eyelet and another had the screw break when it was being inserter in the bone hole. Additional information received 10/6/2022: two of the pushlock's eyelets broke when passing the sutures through; this was outside of the patient, prior to insertion. Additional information requested.